Event description:
It was reported that during an unspecified angioplasty procedure, a hub break and eye contamination occurred. The location of the lesion is unknown. An unspecified guide wire was placed. The smash 5.0mm x 80mm balloon catheter was "prepared following the directions for use (dfu)" and was advanced to the lesion. Upon inflation of the balloon with the 10ml syringe with attached footswitch provided with the device, the hub detached from the catheter shaft "causing contrast and saline solution to be squirted and hitting [the physician] in the eye". The device was removed and visual inspection revealed "no breakage or fracture to the hub", however, the "footswitch appeared to have snapped off the syringe". The proceudre was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "stable". It was noted that it was possible that "some significant force was used by [the physician] to initiate hand inflation of the balloon". The physician did "follow a strict protocol for contamination to the eye". It was further noted that the device was used past the expiration date.